Event description:
It was reported that the customer experienced rapid battery depletion and disconnection of the continuous glucose monitor from the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and technical support closed the case without further action.